Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 2.25 x 32mm synergy xd drug eluting stent was advanced for treatment. During the procedure it was noted that proximal stent strut damage had occurred. The procedure was completed with a 2.5 x 38mm synergy xd and there was no patient injury.

Event description:
It was reported that stent damage occurred. The 2.25 x 32mm synergy xd drug eluting stent was advanced for treatment. During the procedure it was noted that proximal stent strut damage had occurred. The procedure was completed with a 2.5 x 38mm synergy xd and there was no patient injury.

Manufacturer narrative:
E1: initial reporter city-(B)(6). Device returned to manufacturer: examination of the stent identified proximal stent damage. Stents struts from the most proximal stent strut segment were lifted. The undamaged stent outer diameter was measured using snap gauge and the result was 0.0380, this is within maximum crimped stent profile measurement as per document # (B)(4). The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no issues. Examination of the hypotube found a hypotube kink 790 mm distal from the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.